Event description:
Subsequent to the initial medwatch report, it was noted that the stent placed in the index procedure, on (B)(6) 2011, was confirmed during intravenous ultrasound to be sticking out into the aorta and post-dilatation was performed. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2011, the patient underwent an uneventful xience v stenting procedure in the left main coronary artery with one 3.5 x 12 mm stent. On (B)(6) 2011, the patient was hospitalized with ischemic symptoms. On (B)(6) 2011, the patient underwent percutaneous coronary revascularization in the index target lesion for restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(6) 2011: dilatation catheter: tazna 2.5 x 15, powered lacross 3.75 x 10, guide wire. Guiding catheter: launcher 7fr jl3.5 sh, other: intravascular ultrasound device (ivus). (B)(6) 2011: dilatation catheter: lacross nse3.25 x 13, trek2.5 x 15, trek 3.25 x 15, guide wire: kinetix, guiding catheter: heartrail ii 6fr jl3.5, other: dragonfly optical coherence tomography (oct), eagle eye ivus.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. Ischemia and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design.